Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device and it was determined that the device had a hole in the hose at the muffler end and was leaking liquid. It was further determined that the device failed pretest for hose verification, and oil leak. Therefore, the reported condition that the device had a hole in the hose was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the motor device had a hole in the hose. During in-house engineering evaluation it was observed that the device was leaking oil. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.